Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the connector became disassembled from the valve body. As a result, the valve was replaced. There were no clinical consequences reported.